Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a rash with redness, inflammation, blisters, drainage and a scar under the sensor patch adhesive. The patient had itching and burning sensations in the area. The scar was present more than 3 months after the skin reaction occurred. No additional patient or event information is available.